Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin was squirted while priming, battery compartment and reservoir ring had crack, ring around the reservoir compartment was missed, unexplained no delivery alarm and battery life was diminished. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and self test. Device primed properly. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Device received with broken battery tube threads, cracked case and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).